Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) . Operative report. Preoperative diagnosis: intractable colitis. Postoperative diagnosis: intractable colitis and left ovarian complex appearing cyst. Procedure: exploratory laparotomy, total abdominal colectomy with end ileostomy and hartmann¿s pouch, left oophorectomy. Cosurgeon: brian sweeney, md. Assistant: mark sun, md. Anesthesia: general endotracheal. Estimated blood loss: 200 ml. Hespan 500 ml. Intravenous fluids: 5.5 liters. Urine output: 550 ml. Indications: the patient is a 56-year-old female with a prior history of colitis dating back many years. This colitis was mainly thought to be ulcerative colitis and was in a quiescent phase. She was morbidly obese and underwent a lap gastric band by dr. (B)(6) and immediately after that began having symptoms consistent with colitis. This eventually landed her in the hospital with severe colitis, and on colonoscopy it was found that she had long linear deep ulcerations and fissuring suggestive of potentially crohn¿s. She had a continuous portion of involvement, starting at the upper rectum all the way down on the cecum. She also had a video capsule endoscopy, which showed an otherwise normal small intestine except for the very distal terminal ileum, perhaps suggestive of backwash ileitis. Her rectum was nice and clear, no evidence of active disease. She was malnourished, on steroids, had received 2 doses of remicade without much improvement, and it was felt that given the fact that she had absolutely no improvement, she would be a candidate for resection. Reviewed with her and her family, all risks. Benefits and options of the procedure including but not limited to myocardial infarction, pulmonary embolus, dvt [deep vein thrombosis], wound infection, postoperative bowel obstruction, inadvertent bowel injury requiring reexploration. In fact, dr. (B)(6) performed a second opinion for them as well. Upon further discussion with the family, they finally consented to proceed with the procedure. Description of procedure: ¿the patient was brought to the operating room. General anesthesia was initiated. She was placed in modified lithotomy position. Heparin subq and antibiotics were given an hour prior to the procedure. Og tube and a foley catheter were inserted. The abdomen was prepped and draped in the usual sterile fashion. A timeout was performed and confirmed. A midline incision was performed using a # 10 knife going around the umbilicus on the left side. This was then carried through the subq with cautery then, up to the anterior fascia, which was then opened in the midline. Upon entry of the peritoneal cavity, the bookwalter retractor was placed, and a general exploration was performed. The small bowel was run from the ligament of treitz to the ileocecal valve which was noted to be normal. She was noted to have a greater than 6 cm complex appearing cyst of the left ovary. Given its appearance and the fact that she is postmenopausal and our concern for a potential malignancy this was excised. We then examined the colon, and it appeared to be diffusely inflamed but the rectum, at least on external visualization and grossly, appeared normal. A mesenteric defect was created at the upper rectum, and umbilical tape was used to tie the rectum at this point to prevent any spillage transanally during the mobilization process. We then began mobilizing the colon starting on the right, mobilizing the hepatic flexure, obilizing the cecum and the ascending colon off the white line of toldt using traction counter traction and sharp dissection. This was carried around the hepatic flexure which was taken down again using careful sharp dissection. The entire colon was mobilized off of the omentum entering the lesser sac on the left and then proceeding on to the splenic flexure which was actually fairly mobilized itself. This was carried along the splenic flexure again traction counter traction all the way down the descending colon, along the paracolic gutter, all the way up to the level of the rectosigmoid junction. Once completely mobilized, the colon was transected at the ileocecal junction just proximal to the ileocecal valve using a gia-75 stapler and using the ligasure device and staying close to the colon wall. We proceeded to divide the mesentery using the 10 mm short ligasure device. Any major vessels were doubly ligated with two firings of the ligasure device. This was carried all the way around to the upper portion of the rectum. We did not enter the presacral plane, and we divided the rectum just proximal to the superior rectal vessels at the level of the sacral promontory. This was performed using a gia-75 stapler. The specimen was passed off for permanent section. The rectal stump was marked with two long 2-0 prolene stitches, one placed at each comer. The abdominal cavity was irrigated. The effluent was noted to be clear. The previously marked ileostomy site was chosen to be the site of our ileostomy with protection of the intra-abdominal contents with a laparotomy pad and a kocher placed at the site. The disk of skin and subq [subcutaneous] were excised down to the fascia. This measured approximately the size of a nickel. The fascia was then incised in cruciate fashion. The muscle was separated. The posterior sheath was opened in cruciate fashion, and once completely opened; two fingers were easily brought through this area. The terminal ileum was easily brought through this hole without any twists or turns. We again irrigated out the abdominal cavity, and the effluent was noted to be clear. A layer of seprafilm was placed over the rectal stump and on the retroperitoneum. A second layer of seprafilm was placed over the small bowel. The remaining omentum was actually partially ischemic. So, we went ahead and removed it using the ligasure device. We then proceeded to close the fascia using a #1 pds in a running type fashion. We did use several interrupted internal retention sutures, which were placed in a figure-of-eight fashion. The wound was irrigated. The skin was closed using a stapling device. The ileostomy was matured in standard brooke fashion using 3-0 vicryl. A sterile dry dressing was applied. The patient was awakened and transferred to recovery room in stable condition. All lap and needle counts were correct x2.¿ (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: preoperative diagnosis: ileostomy, parastomal hernia. Postoperative diagnosis: ileostomy, parastomal hernia. Procedure: laparoscopic repair of parastomal hernia using gore-tex dualmesh. Assistant: earl gonzales, md, pgy5. Anesthesia: geta [general endotracheal anesthesia. Complications: none. Indications: the patient is a 59-year-old female who we have been following in the clinic for her adjustable gastric band and an abdominal wall ileostomy and parastomal hernia. She had a previous repair of this hernia; however, she has noticed it to be protruding out more. She was brought to the or today for an elective laparoscopic repair and reinforcement of the parastomal hernia. She understood the plan of management and agreed with the procedure and signed a consent. Description of procedure: ¿the patient was brought to the operating room and was placed on the operating room table supine. Her arms were abducted and placed in the arm boards. She was then put to sleep by general anesthesia through endotracheal intubation. Venodyne boots were applied. The abdomen was prepped and draped in the usual sterile fashion. A brief timeout was done. We began by putting a veress needle on the left upper quadrant. We then introduced c02 through the abdominal cavity with good flow of gas noted. Once the abdominal pressure reached 55 mmhg we then placed a 5-mm port at the anterior axillary line right at the level of the umbilicus. We then placed additional ports on the left upper and left lower quadrant and also at the anterior axillary line. These were done under direct visualization and using 5-mm ports. Upon exploration, there were some moderate adhesions of the omentum to the abdominal wall from the previous incision. This was easily taken down using a combination of sharp and electrocautery dissection. We did this with great care of not injuring any bowel. We then noted the parastomal hernia on the right upper quadrant where the ileostomy extends the abdomen. The hernia was at the inferior and medial aspect around the stoma. The hernia defect was obvious and there was incarcerated small intestine. This was easily reducible by grabbing with the blunt graspers delivering it back to the abdomen. Approximately 100-120 cm of small intestines were reduced from the parastomal hernia sac. All the bowels were viable. We then proceeded on placing a gore-tex dualmesh patch using the intraperitoneal onlay mesh technique. We trimmed a gore-tex mesh measuring about 12 x 15. The projected medial aspect of the mesh was trimmed like a dome shape. Three sutures were then placed on this edge to serve as the preliminary anchoring stitches to the abdominal wall. We used ethibond 0 sutures for this. The mesh was then folded and rolled and then was inserted into the cavity into one of the ports by lubricating it with surgilube. We then unrolled the mesh inside the abdominal cavity. The brown smoothed side of the mesh was facing the intestine and the white coarse surface was facing the peritoneum. We then started by anchoring the mesh to about 5 cm medial to the stoma using a gleich needle. This suture became transfascial fixations. We then anchored the mesh superiorly and inferiorly using the other two ethibond sutures. The mesh was then anchored with a few more transfascial ethibond sutures toward the lateral. This created an onlay mesh holding up the distal end of the ileum closer to the abdominal wall in between the mesh and the peritoneum. This created a three-sided anchoring of the mesh leaving a lateral opening where the small bowel passed through. The mesh was further fixed to the anterior abdominal wall by additional suture tackers around the edges. The distal ileum at the end of the mesh onlay was sandwiched between the mesh and the anterior abdominal wall. At this point in time, there was adequate hemostasis. The pneumoperitoneum was slowly released. The trocars were then removed upon release of the pneumoperitoneum. We then closed the port sites by subdermal sutures using monocryl 4-0. The patient tolerated the procedure well. All sponge, instrument and needle counts were complete. The patient was later on extubated and was transferred to pacu in stable condition.¿ (B)(6) 2009: (B)(6). Perioperative nursing record. Implant record. Asa ii. Mesh plus dual 15 cm x 19 cm. 1dlmcp04. Lot number: 06797631. Location: parastomal. Manufacture: w.l. Gore. Exp: 05/2012. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06797631) was implanted during the procedure. (B)(6) 2009: (B)(6). Procedure - ileoscopy. Indications: history of total colectomy, abdominal pain with obstipation, history of crohn¿s colitis. Complications: none. Impression: erythematous mucosa for the first 25 cm proximal to the stoma. This was biopsied. Crohn¿s disease was not seen. (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: small-bowel obstruction secondary to her parastomal hernia. Procedure: laparoscopic lysis of adhesion and plication of the fascial defect. Assistant: darrell p. Doucette, md. Anesthesia: general endotracheal anesthesia and local anesthetic. Estimated blood loss: less than 50 ml. Complications: none. Specimen: none. Indications: ms. (B)(6) is a 50-year-old female who previously underwent a colectomy with end ostomy for crohn's disease. She subsequently developed a parastomal hernia and recurrent small bowel obstructions. A discussion was held with the patient and decision was made to proceed with a laparoscopic lysis of adhesion to treat her recurrent small bowel obstructions. Findings: ¿upon insertion of the laparoscope. There was evidence of small bowel within the parastomal hernia and it appeared that the prior hernia repair had got stuck into the hernia defect. The laparoscopic lysis of adhesion and take down of the interloop adhesions between the small bowel was accomplished and the fascial defect was plicated with 3 transfascial percutaneous ethibonds with the plan for likely resetting the ostomy at a later date.¿ description of procedure: ¿ms. (B)(6) was brought to the operating room and was placed on the operating table in supine position. General anesthesia was induced and endotracheal tube was placed. The patient was then prepped and draped in usual sterile fashion. A timeout was then performed confirming the correct patient, the correct operation, that the correct staff was available, the correct equipment was available and that preoperative antibiotics had been administered. The patient had venodyne boots that were on and operational and the counts were correct at the beginning and ending of the case. At this time, we then made a stab incision close to her port site and inserted a veress needle into the abdomen. The abdomen was insufflated to 15 mmhg, which the patient tolerated well. We then inserted a 5-mm trocar and the laparoscope was inserted and there was no evidence of any injury to the underlying bowel or intraabdominal structures from the veress needle or the port. We then placed 2 other 5-mm ports on the patient's left side of her abdomen. There is a small bowel adherent to the fascia surrounding the stoma as well as into the hernia sac. There is evidence of mesh on the anterior abdominal wall, which appeared to have gotten stuck into the defect. We performed a sense of laparoscopic lysis of adhesion and took down the small bowel and straightened out the bowel going into the hernia. There was a small bowel, which was reduced from the hernia sac. After the lysis of adhesion was accomplished and the hernia was reduced, we plicated the fascia to decrease the size of the hernia defect. This was done with a 0 ethibond suture percutaneously and we did incorporate some of the mesh with these sutures. The 3-0 ethibond sutures were placed. The abdomen was then desufflated while we pulled tension on the sutures and tied them down. The trocars were then removed and the abdomen was allowed to desufflate. The skin incisions were then closed with buried interrupted 4-0 monocryl stitches and dermaflex was placed on top of all the wounds. The patient was extubated in the operating room and was transferred to the pacu in stable condition. The patient tolerated the procedure well without any complications.¿ (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: right quadrant pain, cholelithiasis. Postoperative diagnosis: right upper quadrant pain, cholelithiasis. Assistant: (B)(6) . Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Specimen: gallbladder. Complications: none. Procedure: laparoscopic cholecystectomy. Specimen: gallbladder. Indications for operation: hs. (B)(6) is a very pleasant 61-year-old female who initially was seen in dr. (B)(6) office with complaints of epigastric pain radiating to the back. A further workup included an ultrasound, which showed cholelithiasis. An extensive discussion with the patient about her gallbladder removal as well as risks and benefits of the procedure took place in clinic. The patient agreed to continue with surgery and presents to hospital today for an elective cholecystectomy. Description of procedure: the patient was placed on the operating table in supine position with arms extended. She received preoperative antibiotics. She was prepped and draped in usual sterile fashion. Timeout was performed to confirm the patient's identity and the procedure. After this, we made infraumbilical 2 cm incision, dissected down to the fascia. A stay suture was placed. A hasson trocar was then introduced into the abdomen after insufflation to a pressure of 15 mmhg. Once the abdomen was insufflated, a #10 scope was inserted and the abdomen was inspected. There was no evidence of any injury upon entry. Next, we placed a 5-mm port in the subxiphoid position just right of the falciform. We then placed two other 5-mm trocars, one in the mid axillary line and one in the anterior axillary line right below the costal margin. These were placed under direct vision. There was no injury to the bowel. Next, a wavy grasper was introduced through the lateral port to elevate the gallbladder. This was a very long and floppy gallbladder. There were a number of flimsy adhesions that were taken down with a combination of electrocautery and blunt dissection. We then proceeded to dissect out the critical view of safety. The peritoneum over the medial and the lateral aspect of the infundibulum was incised. The cystic duct and the cystic artery were identified. The cystic duct was clipped twice caudally and once superiorly and then divided. The cystic artery was similarly clipped twice caudally and then once superiorly and divided. The gallbladder was then dissected from its peritoneal attachment by electrocautery. Hemostasis was checked and assured with electrocautery. The gallbladder was removed from the abdomen using an endoscopic retrieval bag through the infraumbilical incision. We next inspected the gallbladder, the liver bed and the gallbladder fossa bed for good hemostasis. Once this was assured, we irrigated the gallbladder bed as well as behind the liver and morrison's pouch. We reinspected the cystic duct stump and the cystic artery stump and both clips were in place. We removed all secondary trocars under direct vision. Laparoscope was then withdrawn and the abdomen was desufflated. The infraumbilical incision was closed with a stay suture as well as a vicryl figure-of-eight stitch. The incisions were irrigated and then closed with 4-0 monocryl interrupted stitches. The sites were then dressed with dermaflex. The patient was extubated and tolerated the procedure without any complications. The patient was then taken to the pacu in stable condition. Needle and sponge count were correct x2 at the end of the procedure. Dr. (B)(6) was present for the entire procedure. (B)(6) 2014 : (B)(6) . Operative report. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: parastomal hernia. Procedure: open parastomal hernia repair with mesh. Assistant: darrell p. Doucette, md. Anesthesia: general endotracheal anesthesia and local anesthetic. Estimated blood loss: less than 50 ml. Complications: none. Specimen: none. Indications: ms. (B)(6) is a 61-year-old female who presented to our office for a recurrent parastomal hernia. She previously underwent an attempted laparoscopic parastomal hernia repair on multiple occasions and has broken down all these repairs. We did discuss the fact of a high rate of recurrence with her current weight and discussed that we would attempt 1 more open parastomal hernia repair with mesh prior to having to likely resite the ostomy. Ms. (B)(6) was in understanding of this and understood the risks and benefits of the operation including bleeding, infection, damage to surrounding structures, possible need for another operation, recurrence of the hernia and chronic pain. Ms. (B)(6) decided to proceed to the operating room for open repair of the parastomal hernia. Findings: upon making the incision, there was a large hernia sac in the subcutaneous tissue, which was dissected out, and the bowel contents were reduced. A bard soft mesh 15 x 15 was placed in the onlay position in a keyhole fashion. A jp was left in place on top of the mesh. Description of procedure: ¿ms. (B)(6) was brought to the operating room, was placed on the operating table in supine position. General anesthesia was induced and an endotracheal tube was placed. The patient was then prepped and draped in usual sterile fashion. A timeout was then performed, confirming the correct patient, the correct operation, that the correct staff was available, that the correct equipment was available and that preoperative antibiotics had been administered. The patient had venodyne boots that were on and operational, and the counts were correct at the beginning and ending of the case. Prior to prepping and draping the patient, a foley was inserted into the stoma and the balloon was inflated to block any stool from spilling on the field. We then prepped the tube off outside of the field. We then made an incision to the right of the stoma and dissected down through the subcutaneous tissue to the hernia sac with electrocautery and blunt dissection. We then used a combination of blunt, sharp and electrocautery dissection to dissect out the hernia sac down to the interaction with the fascia. We then opened the hernia sac and resected all the hernia sac external to the fascia. We also created a pocket on top of the fascia for the mesh to lie. After we mobilized the bowel and did a lysis of adhesion. We returned the bowel contents back into the abdomen with only the stoma coming through the defect. We then plicated the fascia with a #1 prolene in 2 figure-of-eight sutures. This was then noted to decrease the size of the stomal opening in the fascia. We took care not to stricture the bowel. We then placed 0 prolenes through the fascia in a circumferential manner using a reverdin needle after taking the needle off the suture. We then passed these sutures through the mesh and tacked down the mesh to the fascia. We ensured that the mesh was lying flat and that we trimmed any of the edges which were too bulky. The mesh was a soft bard mesh and 15 x 15 cm. We then cut a keyhole within the mesh and pulled it around the stoma. Wee then tacked down the mesh and all the previously placed 0 prolenes with a reverdin needle. We then used 0 prolene to tack down the mesh in any of the places where it was lax. The mesh was lying down appropriately and was not constricting the bowel. We then tacked the fascia to the bowel and the surrounding fat. This was done with 2-0 vicryl stitches. After this was accomplished. We ensured hemostasis and irrigated out the subcutaneous pocket. A 19 round blake drain was placed in the subcutaneous tissue just above the mesh and was attached to bulb suction. The jp was sutured into position with a nylon stitch. We then closed the subcutaneous tissue with buried interrupted 2-0 vicryl stitches and closed the skin with staples. The incision was topped with xeroform and gauze and tegaderm was placed on top of this. The foley balloon was desufflated and was removed from the ostomy site. The ostomy bag appliance was placed on top of the ostomy. The patient was then allowed to awaken in the operating room and was transferred to the pacu in stable condition. The patient tolerated the procedure well without any complications.¿ (B)(6) 2014: (B)(6) . Perioperative nursing record. Implant record. Mesh soft, bard. (B)(6) 2014: (B)(6) . Operative report. Preoperative diagnosis: ileostomy stricture. Postoperative diagnosis: ileostomy stricture. Procedure: ileoscopy with dilation and placement of a 30-french foley. Assistant: darrell p. Doucette, md. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 20 ml. Complications: none. Indications: ms. (B)(6) is a 61-year-old female who underwent a parastomal hernia repair and developed edema of the ileostomy after this repair. She had a stricture of the ileostomy and a discussion was had with the patient and decision was made to proceed to the operating room for an ileoscopy and possible dilation. Findings: upon insertion of the endoscope there was evidence of a tight stricture at the level of the fascia and a somewhat tight turn. We were unable to cross this with the scope. But we were able to use our finger to guide a 3d-french foley catheter past the stricture and decompress the bowel. Description of procedure: ¿ms. (B)(6) was brought to the operating room and was placed on the operating table in supine position. General anesthesia was induced and an endotracheal tube was placed. The patient was then prepped and draped in the usual sterile fashion for an endoscopy. We then performed a timeout confirming the correct patient, the correct operation that the correct staff was available that the correct equipment was available and that preoperative antibiotics were not needed. The patient had venodyne boots that were on and operational and the counts were correct at the beginning and ending of the case. At this time, we then inserted the endoscope and were unable to traverse the stricture at the fascia. There was a tight turn and a stricture at this location. After multiple attempts, we then tried to use the pedi [pediatric] endoscope which we were still unable to traverse the stricture. We then digitalized the ostomy and were able to pass a 3d-french foley past the stricture. We insufflated the foley with 5 ml of water and we did get the return of enteric contents. We were able to flush and pull back the fluid. We did get the release of some gas as well. We then placed the stoma appliance back on and placed the foley catheter within the ostomy bag. The patient was then allowed to awaken in the operating room, was extubated and transferred to the pacu in stable condition. The patient tolerated the procedure well without any complications.¿ (B)(6) 2014: (B)(6) . Microbiology. Source: fluid abdominal. Result: mixed gram positive organisms, heavy growth (4 plus). Mixed anaerobic organisms not including bacteroides fragilis group. Light growth (1-2 plus).

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6)2011 through (B)(6) 2013 were not provided. Patient information: medical history: left sided ulcerative colitis. Obesity: (B)(6) 2012: 262 lbs. (B)(6) 2013: 246 lbs. (B)(6) 2014: 251 lbs. Diabetes mellitus. Right side ostomy. Surgical procedures: unknown dates: cesarean section x2 unknown date: bladder surgery (B)(6) 2009: gastric banding (B)(6) 2009: exploratory laparotomy, total abdominal colectomy with end ileostomy and hartmann¿s pouch, left oophorectomy. (B)(6) 2010, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013: lithotripsy. (B)(6) 2011: laparoscopic repair of parastomal hernia using gore-tex dualmesh. Moderate adhesions of the omentum to the abdominal wall from the previous incision. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2013: ileoscopy. (B)(6) 2013: laparoscopic lysis of adhesions and plication of the fascial defect. (B)(6) 2014: laparoscopic cholecystectomy. (B)(6) 2014: open parastomal hernia repair with mesh. Implant: bard. (B)(6) 2014: laparoscopic resiting [sic] of the ileostomy and debridement of abdominal wall with removal of infected mesh. (B)(6) 2014: excision and debridement of infected abdominal wall mesh. Relevant medical information: (B)(6) 2009: exploratory laparotomy, total abdominal colectomy with end ileostomy and hartmann¿s pouch, left oophorectomy. Indications: ¿ she was morbidly obese and underwent a lap gastric band and immediately after that began having symptoms consistent with colitis. This eventually landed her in the hospital with severe colitis, and on colonoscopy it was found that she had long linear deep ulcerations and fissuring suggestive of potentially crohn¿s. She had a continuous portion of involvement, starting at the upper rectum all the way down on the cecum.¿ procedure: ¿a midline incision was performed using a #10 knife going around the umbilicus on the left side. This was then carried through the subq with cautery then, up to the anterior fascia, which was then opened in the midline. Upon entry of the peritoneal cavity, the bookwalter retractor was placed, and a general exploration was performed. The small bowel was run from the ligament of treitz to the ileocecal valve which was noted to be normal. She was noted to have a greater than 6 cm complex appearing cyst of the left ovary. Given its appearance and the fact that she is postmenopausal and our concern for a potential malignancy this was excised. We then examined the colon, and it appeared to be diffusely inflamed but the rectum, at least on external visualization and grossly, appeared normal. A mesenteric defect was created at the upper rectum, and umbilical tape was used to tie the rectum at this point to prevent any spillage transanally during the mobilization process. We then began mobilizing the colon starting on the right, mobilizing the hepatic flexure, obilizing the cecum and the ascending colon off the white line of toldt using traction counter traction and sharp dissection. This was carried around the hepatic flexure which was taken down again using careful sharp dissection. The entire colon was mobilized off of the omentum entering the lesser sac on the left and then proceeding on to the splenic flexure which was actually fairly mobilized itself. This was carried along the splenic flexure again traction counter traction all the way down the descending colon, along the paracolic gutter, all the way up to the level of the rectosigmoid junction. Once completely mobilized, the colon was transected at the ileocecal junction just proximal to the ileocecal valve using a gia-75 stapler and using the ligasure device and staying close to the colon wall. We proceeded to divide the mesentery using the 10 mm short ligasure device. Any major vessels were doubly ligated with two firings of the ligasure device. This was carried all the way around to the upper portion of the rectum. We did not enter the presacral plane, and we divided the rectum just proximal to the superior rectal vessels at the level of the sacral promontory. This was performed using a gia-75 stapler. The specimen was passed off for permanent section. The rectal stump was marked with two long 2-0 prolene stitches, one placed at each comer. The abdominal cavity was irrigated. The effluent was noted to be clear. The previously marked ileostomy site was chosen to be the site of our ileostomy with protection of the intra-abdominal contents with a laparotomy pad and a kocher placed at the site. The disk of skin and subq [subcutaneous] were excised down to the fascia. This measured approximately the size of a nickel. The fascia was then incised in cruciate fashion. The muscle was separated. The posterior sheath was opened in cruciate fashion, and once completely opened; two fingers were easily brought through this area. The terminal ileum was easily brought through this hole without any twists or turns. We again irrigated out the abdominal cavity, and the effluent was noted to be clear. A layer of seprafilm was placed over the rectal stump and on the retroperitoneum. A second layer of seprafilm was placed over the small bowel. The remaining omentum was actually partially ischemic. So, we went ahead and removed it using the ligasure device. We then proceeded to close the fascia using a #1 pds in a running type fashion. We did use several interrupted internal retention sutures, which were placed in a figure-of-eight fashion. The wound was irrigated. The skin was closed using a stapling device. The ileostomy was matured in standard brooke fashion using 3-0 vicryl.¿ implant preoperative complaints: (B)(6) 2011: indications: ¿we have been following in the clinic for her adjustable gastric band and an abdominal wall ileostomy and parastomal hernia. She had a previous repair of this hernia; however, she has noticed it to be protruding out more.¿ implant procedure: laparoscopic repair of parastomal hernia using gore-tex dualmesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/06797631, 15cm x 19cm x 1mm thick, oval.]. Implant date: (B)(6) 2011: wound classification: "clean nontraumatic uninfected.¿ description of hernia being treated: ¿we began by putting a veress needle on the left upper quadrant. We then introduced c02 through the abdominal cavity with good flow of gas noted. Once the abdominal pressure reached 55 mmhg we then placed a 5-mm port at the anterior axillary line right at the level of the umbilicus. We then placed additional ports on the left upper and left lower quadrant and also at the anterior axillary line. These were done under direct visualization and using 5-mm ports. Upon exploration, there were some moderate adhesions of the omentum to the abdominal wall from the previous incision. This was easily taken down using a combination of sharp and electrocautery dissection. We did this with great care of not injuring any bowel.¿ implant size and fixation: ¿we then noted the parastomal hernia on the right upper quadrant where the ileostomy extends the abdomen. The hernia was at the inferior and medial aspect around the stoma. The hernia defect was obvious and there was incarcerated small intestine. This was easily reducible by grabbing with the blunt graspers delivering it back to the abdomen. Approximately 100-120 cm of small intestines were reduced from the parastomal hernia sac. All the bowels were viable. We then proceeded on placing a gore-tex dualmesh patch using the intraperitoneal onlay mesh technique. We trimmed a gore-tex mesh measuring about 12 x 15. The projected medial aspect of the mesh was trimmed like a dome shape. Three sutures were then placed on this edge to serve as the preliminary anchoring stitches to the abdominal wall. We used ethibond 0 sutures for this. The mesh was then folded and rolled and then was inserted into the cavity into one of the ports by lubricating it with surgilube. We then unrolled the mesh inside the abdominal cavity. The brown smoothed side of the mesh was facing the intestine and the white coarse surface was facing the peritoneum. We then started by anchoring the mesh to about 5 cm medial to the stoma using a gleich needle. This suture became transfascial fixations. We then anchored the mesh superiorly and inferiorly using the other two ethibond sutures. The mesh was then anchored with a few more transfascial ethibond sutures toward the lateral. This created an onlay mesh holding up the distal end of the ileum closer to the abdominal wall in between the mesh and the peritoneum. This created a three-sided anchoring of the mesh leaving a lateral opening where the small bowel passed through. The mesh was further fixed to the anterior abdominal wall by additional suture tackers around the edges. The distal ileum at the end of the mesh onlay was sandwiched between the mesh and the anterior abdominal wall. At this point in time, there was adequate hemostasis. The pneumoperitoneum was slowly released. The trocars were then removed upon release of the pneumoperitoneum. We then closed the port sites by subdermal sutures using monocryl 4-0. The patient tolerated the procedure well.¿ relevant medical information: (B)(6) 2013: ileoscopy: ¿history of total colectomy, abdominal pain with obstipation, history of crohn¿s colitis.¿ ¿erythematous mucosa for the first 25 cm proximal to the stoma. This was biopsied. Crohn¿s disease was not seen.¿ revision preoperative complaints: (B)(6) 2013: indications: ¿she subsequently developed a parastomal hernia and recurrent small bowel obstructions.¿ revision procedure: laparoscopic lysis of adhesion and plication of the fascial defect. Revision date: (B)(6) 2013: wound classification: ¿clean nontraumatic uninfected.¿ findings: ¿upon insertion of the laparoscope, there was evidence of small bowel within the parastomal hernia and it appeared that the prior hernia repair had got stuck into the hernia defect. The laparoscopic lysis of adhesion and take down of the interloop adhesions between the small bowel was accomplished and the fascial defect was plicated with 3 transfascial percutaneous ethibonds with the plan for likely resetting the ostomy at a later date.¿ procedure: ¿at this time, we then made a stab incision close to her port site and inserted a veress needle into the abdomen. The abdomen was insufflated to 15 mmhg, which the patient tolerated well. We then inserted a 5-mm trocar and the laparoscope was inserted and there was no evidence of any injury to the underlying bowel or intraabdominal structures from the veress needle or the port. We then placed 2 other 5-mm ports on the patient's left side of her abdomen. There is a small bowel adherent to the fascia surrounding the stoma as well as into the hernia sac. There is evidence of mesh on the anterior abdominal wall, which appeared to have gotten stuck into the defect. We performed a sense of laparoscopic lysis of adhesion and took down the small bowel and straightened out the bowel going into the hernia. There was a small bowel, which was reduced from the hernia sac. After the lysis of adhesion was accomplished and the hernia was reduced, we plicated the fascia to decrease the size of the hernia defect. This was done with a 0 ethibond suture percutaneously and we did incorporate some of the mesh with these sutures. The 3-0 ethibond sutures were placed. The abdomen was then desufflated while we pulled tension on the sutures and tied them down. The trocars were then removed and the abdomen was allowed to desufflate. The skin incisions were then closed with buried interrupted 4-0 monocryl stitches and dermaflex was placed on top of all the wounds.¿ relevant medical information: (B)(6) 2014: laparoscopic cholecystectomy. Procedure: ¿ after this, we made infraumbilical 2 cm incision, dissected down to the fascia. A stay suture was placed. A hasson trocar was then introduced into the abdomen after insufflation to a pressure of 15 mmhg. Once the abdomen was insufflated, a #10 scope was inserted and the abdomen was inspected. There was no evidence of any injury upon entry. Next, we placed a 5-mm port in the subxiphoid position just right of the falciform. We then placed two other 5-mm trocars, one in the mid axillary line and one in the anterior axillary line right below the costal margin. These were placed under direct vision. There was no injury to the bowel. Next, a wavy grasper was introduced through the lateral port to elevate the gallbladder. This was a very long and floppy gallbladder. There were a number of flimsy adhesions that were taken down with a combination of electrocautery and blunt dissection. We then proceeded to dissect out the critical view of safety. The peritoneum over the medial and the lateral aspect of the infundibulum was incised. The cystic duct and the cystic artery were identified. The cystic duct was clipped twice caudally and once superiorly and then divided. The cystic artery was similarly clipped twice caudally and then once superiorly and divided. The gallbladder was then dissected from its peritoneal attachment by electrocautery. Hemostasis was checked and assured with electrocautery. The gallbladder was removed from the abdomen using an endoscopic retrieval bag through the infraumbilical incision. We next inspected the gallbladder, the liver bed and the gallbladder fossa bed for good hemostasis. Once this was assured, we irrigated the gallbladder bed as well as behind the liver and morrison's pouch. We reinspected the cystic duct stump and the cystic artery stump and both clips were in place. We removed all secondary trocars under direct vision. (B)(6) 2014: open parastomal hernia repair with mesh. [Implant: bard]. Indications: ¿we did discuss the fact of a high rate of recurrence with her current weight and discussed that we would attempt 1 more open parastomal hernia repair with mesh prior to having to likely resite the ostomy .¿ procedure: ¿upon making the incision, there was a large hernia sac in the subcutaneous tissue, which was dissected out, and the bowel contents were reduced. A bard soft mesh 15 x 15 was placed in the onlay position in a keyhole fashion. A jp was left in place on top of the mesh.¿ ¿prior to prepping and draping the patient, a foley was inserted into the stoma and the balloon was inflated to block any stool from spilling on the field. We then prepped the tube off outside of the field. We then made an incision to the right of the stoma and dissected down through the subcutaneous tissue to the hernia sac with electrocautery and blunt dissection. We then used a combination of blunt, sharp and electrocautery dissection to dissect out the hernia sac down to the interaction with the fascia. We then opened the hernia sac and resected all the hernia sac external to the fascia. We also created a pocket on top of the fascia for the mesh to lie. After we mobilized the bowel and did a lysis of adhesion. We returned the bowel contents back into the abdomen with only the stoma coming through the defect. We then plicated the fascia with a #1 prolene in 2 figure-of-eight sutures. This was then noted to decrease the size of the stomal opening in the fascia. We took care not to stricture the bowel. We then placed 0 prolenes through the fascia in a circumferential manner using a reverdin needle after taking the needle off the suture. We then passed these sutures through the mesh and tacked down the mesh to the fascia. We ensured that the mesh was lying flat and that we trimmed any of the edges which were too bulky. The mesh was a soft bard mesh and 15 x 15 cm. We then cut a keyhole within the mesh and pulled it around the stoma. Wee [sic] then tacked down the mesh and all the previously placed 0 prolenes with a reverdin needle. We then used 0 prolene to tack down the mesh in any of the places where it was lax. The mesh was lying down appropriately and was not constricting the bowel. We then tacked the fascia to the bowel and the surrounding fat. This was done with 2-0 vicryl stitches. After this was accomplished. [Sic] we ensured hemostasis and irrigated out the subcutaneous pocket. A 19 round blake drain was placed in the subcutaneous tissue just above the mesh and was attached to bulb suction. The jp was sutured into position with a nylon stitch. We then closed the subcutaneous tissue with buried interrupted 2-0 vicryl stitches and closed the skin with staples. The incision was topped with xeroform and gauze and tegaderm was placed on top of this. The foley balloon was desufflated and was removed from the ostomy site. The ostomy bag appliance was placed on top of the ostomy.¿ (B)(6) 2014: ileoscopy with dilation and placement of a 30-french foley. Procedure: ¿after multiple attempts, we then tried to use the pedi [pediatric] endoscope which we were still unable to traverse the stricture. We then digitalized the ostomy and were able to pass a 3d-french foley past the stricture. We insufflated the foley with 5 ml of water and we did get the return of enteric contents. We were able to flush and pull back the fluid. We did get the release of some gas as well. We then placed the stoma appliance back on and placed the foley catheter within the ostomy bag.¿ (B)(6) 2014: microbiology: ¿source: fluid abdominal. Result: mixed gram positive organisms, heavy growth (4 plus). Mixed anaerobic organisms not including bacteroides fragilis group. Light growth (1-2 plus).¿ revision preoperative complaints: (B)(6) 2014: indications: ¿she was doing well until several days ago when she developed drainage of enteric contents from her surgical wound. Cat scan showed a phlegmon above the fascia with fistulous connection to the ileostomy.¿ revision procedure: laparoscopic resiting [sic] of the ileostomy and debridement of abdominal wall with removal of infected mesh. Revision date: (B)(6) 2014: wound classification: unknown. (B)(6) 2014: ¿the ostomy and fistula opening were isolated with a tegaderm, and we began by placing a 5-mm trocar down through the layers of the abdominal wall in the right upper quadrant. I entered into the peritoneum cleanly and insufflated to 15 mmhg c02 pressure. Fortunately, there was little in the way of adhesions aside from in the area of her ileostomy and a prior gore-tex mesh, which I did and used for a parastomal hernia repair in the past. There was no evidence of intraabdominal contamination, and I was able to place an 11-mm trocar and 5-mm trocar in the left flank. The ileostomy area was visualized. There were dense adhesions to the entire gore-tex mesh. I was able to carefully scissor dissect some small bowel loops down from here, and these were freed up and I inspected carefully for any sign of injury. There was still a large amount of omentum and small bowel mesentery stuck to the gore-tex, but I was able to come into the scar plate around the mesh and freed this up and dropped it back down into the abdomen. The ileostomy segment was seen coming up laterally to the area around the gore-tex, and I created a window in the mesentery and divided the bowel segments with a tan load of the 60-mm endo-gia stapler. The rest of the mesentery attachments to the gore-tex were divided using a tan load of the endo-gia stapler to maintain vascular control, and this did liberate the entire small bowel from the anterior abdominal wall. I then inspected the anterior abdominal wall. The entire midline was closed with a large ventral hernia with lateralization of the rectus muscle on either side. The rectus muscles were lateralized so much that her lap-band port was actually almost medial to the rectus muscles themselves. Thus, I created an opening in the rectus muscle in the left upper quadrant. We did measure the ileum, and it did seem to reach up to this point without undue tension. I did retrieve the staple line and bring it up through the rectus muscle here and exteriorized it up to the skin. It did sit nicely here without tension, and I turned my attention back to the incisions. I did desufflate the stomach and closed the port sites using 4-0 monocryl. I then proceeded to retrieve the ostomy in a brooke fashion using 2-0 vicryl interrupted stitches. It did sit nicely, and I created a reasonable pouch. We then turned our attention back to the old ostomy in the right lower quadrant. We created an elliptical incision around this ostomy. I dissected down through the subcutaneous tissue, freeing the bowel segments. We did come into the cavity at the level of the fascia, which was quite full of enteric contents. I did identify an opening in the terminal ileum at this level where the bowel contents had been leaking out onto the mesh. The mesh itself was incorporated where there were multiple prolene stitches around its periphery. These were all cut with scissors, and the mesh was excised. The bowel segment was eventually freed up completely, and this did leave a 2- to 3-cm defect in the abdominal wall at this level. I decided to close this primarily rather than attempt any mesh placement in the contaminated field. I closed this with multiple interrupted #1 pds sutures, and it seemed to come together easily without tension. There was a large subcutaneous cavity. I did track out to the prior parastomal scar lateral to the ostomy site. We did place a white sponge over the muscle closure and a black sponge on top of this up to the level of the fistula opening, and throughout the entire cavity, the vac was applied to suction and dermabond was used on her skin incisions. An ostomy appliance was placed over the ileostomy.¿ (B)(6) 2014: pathology report: diagnosis: small bowel and skin excision: ¿soft tissue with chronic active inflammation and foreign body giant cell reaction consistent with reactive tissue surrounding mesh material. Mesh material identified grossly.¿ gross description: ¿multiple areas of dense fibromembranous adhesions are noted.¿ ¿separately received in the specimen container are irregular fragments of synthetic mesh material measuring 8.0 x 5.5 x 2.7 cm in aggregate. Noted throughout the mesh are multiple portions of blue suture material. One of the mesh fragments has marked areas of intervening and surrounding fibrous tissue.¿ relevant medical information: (B)(6) 2014: CT abdomen/pelvis, ¿abdominal pain . Impression: right ileostomy with fistulous communication to the subcutaneous tissues rightward and inferior to the ostomy as described above with likely communication to the skin surface. Parastomal hernia. Associated inflammatory change within the soft tissues of the abdominal wall. Hiatal hernia with gastroesophageal reflux into the distal esophagus. Gastric band is present. Linear region of density with mild adjacent stranding in the left upper quadrant mesentery, possibly post-surgical.¿ explant preoperative complaints: (B)(6) 2014: indication: ¿she developed a fistula from the small bowel a short time later, and this did infect her onlay mesh. I did take her to the operating room for a residing of her ileostomy and debridement of that old mesh, and we did find that she had an intraabdominal gore-tex mesh during that surgery, which was not debrided as it was somewhat remote from the fistulous area, and I was concerned about development of abdominal wall hernia here. She has been treated with vac dressing and dressing changes subsequently, but recently developed a visible piece of mesh protruding out through the prior ostomy site. I did see her in the office yesterday and admitted to the hospital for IV antibiotics and debridement of this mesh.¿ explant procedure: excision and debridement of infected abdominal wall mesh. Explant date: (B)(6) 2014: wound classification: unknown. Findings: ¿infected abdominal wall mesh.¿ procedure: ¿we did visualize the mesh within her prior ostomy wound, and it was fairly loose and floppy here. I was able to retrieve it en masse, completely intact, and we cut the sutures which were confining it circumferentially. A ll permanent suture material was removed. The abdominal wall was quite thin here, but there was no obvious bowel protrusion or visibility after removal of the mesh. I could feel a fascial defects both medially and laterally, and I did not feel that it would be possible to close these as there did not seem to be communication with the abdominal cavity. I did pack the wound with antibiotic-soaked gauze sponge.¿ (B)(6) 2014: pathology report. Diagnosis: ¿mesh removal, mesh foreign body with adherent fibrin with acute inflammatory exudate.¿ gross description: ¿it consists of an irregular fragment of dusky tan gray synthetic mesh material with a few blue sutures measuring 14.0 x 10.0 x 0.2 cm in overall dimension. The mesh has a lined pattern on one surface. The specimen has a foul odor and on sectioning dusky tan gray surfaces throughout. ¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06797631. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection requiring debridement, mesh removal, additional surgeries. Additional event specific information was not provided.